Event description:
Report received from abbott int'l affiliate (abbott-canada) which states "td catheter was defective. The catheter was tested before insertion. Air was injected into the balloon, it was discovered that the balloon did not deflate by itself. They inserted the catheter in the pt. The customer reported that a label was placed on the catheter to indicate that the balloon has to be deflated with a syringe. Catheter is still in the pt." Although requested, add'l info was not available.